Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed in a prismaflex m100 set filter cartridge. The event occurred prior to patient therapy. There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.